Event description:
Information was received from (B)(6) stating: pump thrombus. Information also included signs or symptoms of abnormal pump parameters and a ramp study was performed. The patient received intravenous anticoagulation. A patient outcome of urgent transplantation was also included.

Manufacturer narrative:
A correlation between the device and the reported thrombus could not be determined as the device was not returned for evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Explant date not specified. Age of device - 2 years, 2 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.